Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
National medical products administration china report received that states: "this case happened in sixian people's hospital. On (B)(6) 2020, the patient was hospitalized for treatment due to cerebral infarction. The doctor ordered to suture the vessel. At 9:40, the vascular stapler system was used to suture the vessel. After use, the vascular stapler was found to be broken." No additional information was provided.